Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer states that they have been getting erroneously low sodium results for an unspecified number of patient samples tested on a cobas b 123 analyzer. The customer stated that result differences of up to 12 mmol/l can be seen when comparing the results from the cobas b 123 analyzer to a laboratory analyzer. All erroneously low sodium results were reported outside of the laboratory. No specific result data was provided. The patients were not adversely affected. The cobas b 123 analyzer serial number was (B)(4). The field service engineer observed sample collection at the customer site. He performed measurements with a fresh patient blood sample and a lower result was seen with the cobas b 123 analyzer. He exchanged the bg/ise/glu/lac sensor cartridge with one of a different lot number and after doing this, no further issues were seen with the sodium results.

Manufacturer narrative:
Data files were provided for two different cobas b 123 serial numbers at the site, including affected serial number (B)(4). The field service representative performed his measurements on both analyzers. Investigations were performed based on the provided data. No data was available for the sensor that was used prior to the affected sensor cartridge, so this could not be investigated. Investigations determined that the sensor signals of the affected sensor cartridge were distorted, indicating a strong positive drift during blood measurements. This distortion could be seen with results from the time the sensor cartridge was first installed on the analyzer. This distortion was not observed in the signals of calibrators or controls. The distorted signals would result in lower sodium concentration. The reason for the signal distortion during blood sample measurement was not clear. The estimated maximal deviation was approximately 8%. The retention sensors from the same sensor lot have been tested. The highly distorted blood sample signals were not observed in the retention sensor measurements. The sensor material was optically investigated. The sensor spot of this material was found to be within specification and the sensor membrane did not show any artifacts. Sensors from other lot numbers using the same sensor material were tested after main assembly. From the analysis of these sensors, the highly distorted blood sample signals were not observed. Sensors from other related sodium complaints were analyzed and the highly distorted blood sample signals were not observed.